Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The additional evaluation revealed the device showed marks of use. The functional test could not identify any deviation to the specification. No product fault could be detected.

Event description:
It was reported that after impacting the pfna blade into the proper position, the surgeon was locking the blade but it gave way and would not lock. There was no manipulation prior to impact. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record reports the complaint to be indeterminate, the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.